Event description:
Per the clinic, the patient experienced pain and infection (specific date not reported) at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient also experienced tissue granulation at the abutment site. Subsequently, the granulated tissue was cleaned (specific date not reported) and the patient was prescribed with topical medication (specific date and duration not reported). In addition, the patient underwent skin revision surgery on (B)(6) 2025.